Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys tsh assay, elecsys ft3 iii, and the elecsys ft4 ii assay on a cobas 6000 e 601 module. The initial erroneous results were reported outside of the laboratory to a physician. A second sample collected and tested on (B)(6) 2018 had values that were discrepant from the first sample. Values for this second sample were within normal ranges. The customer then repeated the first sample two times on (B)(6) 2018. The sample initially resulted with a tsh value of 0.045 uiu/ml accompanied by a data flag. When repeated on (B)(6) 2018, the sample resulted with tsh values of 1.10 uiu/ml and 1.56 uiu/ml. The sample initially resulted with a ft3 value of 0.961 pg/ml. When repeated on (B)(6) 2018, the sample resulted with ft3 values of 2.81 pg/ml and 3.17 pg/ml. The sample initially resulted with a ft4 value of 0.099 ng/dl. When repeated on (B)(6) 2018, the sample resulted with ft4 values of 1.51 ng/dl and 1.59 ng/dl. No adverse events were alleged to have occurred with the patient. The tsh reagent lot number was 328081. The ft3 reagent lot number was 314666. The ft4 reagent lot number was 315901. The reagent expiration dates were asked for, but not provided. Calibration and controls were within specifications for both assays. The investigation could not identify a product problem. The cause of the event could not be determined. The customer has not had any further issues.